Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a blood leak occurred approximately four minutes into a patient¿s hemodialysis (hd) treatment. Blood was visually observed leaking from a ¿crack¿ in the arterial heparin line (on the combi set). Upon follow up, the rn stated that the crack in the line was located close to where it connects to the heparin pump. The rn described the leak as a slow drip of blood. The machine, a fresenius 2008t, did not alarm. A fresenius optiflux dialyzer was also used for the treatment. The patient¿s treatment was immediately halted after the blood leak was identified. The patient¿s blood was not returned; estimated blood loss (ebl) was approximately 100 ml. The rn confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The patient was able to complete treatment after being re-setup with new supplies on a different machine. The combi set was reportedly available to be sent back for evaluation.

Manufacturer narrative:
Plant investigation: the complaint device was returned to the manufacturer for physical evaluation. During disinfection of the sample, it was noted that the heparin line was missing from the red ¿t¿ connector. During the visual examination, it was noted that no solvent application was present at the connection point (where the heparin line attaches). A device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. No nonconformance reports or other abnormalities during the assembly of this lot were found. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. However, due to the missing heparin line, the investigation into the complaint was able to confirm the reported event.